Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 07-jul-2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Excessive loctite was found around the downstream occlusion sensor. The functionality of the downstream occlusion sensor was compromised once the loctite entered the top potion of the bezel cavity. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01. D4: correction: model number: 2120.